Event description:
(B)(6). It was reported that following a coronary artery stenting treatment procedure the patient experienced restenosis. The target lesion was located in the mid left anterior descending (lad) artery with 85% stenosis and was 10 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with direct stent placement using a 2.75 mm x 12 mm taxus liberte stent. Residual stenosis was 9%. The patient was discharged the next day on aspirin and prasugrel. (B)(6) post-index procedure, the patient presented with chest pain. Coronary angiography was performed and revealed 90% in-stent restenosis in the distal-mid lad. The patient was treated medically and with balloon angioplasty and a drug eluting stent, unknown size and type. The patient was discharged (B)(6) later on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).